Event description:
It is reported condensation in the syringes. Event description: this is to report defective product on order pr3925427 for in stock item 301033 for implicated lots 4172676, 4212994, 5079444, 5062989, 5003386, 5043778, 5043967, and 5003389 noted condensations in the syringes.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Following the submission of the initial MDR, it was determined that this complaint is a duplicate of pr (B)(4) and the complaint will be cancelled. The associated MDR will be void.